Event description:
Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 21626k, reader sn (B)(4)). The customer received three negative antigen test results on (B)(6)2022, and on an unknown date; test manufacturer unknown. Customer was out of breath but believes it was due to his iron infusions since he was not aware if he was exposed to covid-19. Customer also reported receiving another false positive result. (See (B)(4)).

Manufacturer narrative:
Device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. Investigation summary: the complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and noted that the cue reader was performing within specifications. To better address false positive test results, the cue reader firmware was upgraded to detect and cancel the test instead of releasing false positive results. The reader firmware in this case did not cancel the test.